Manufacturer narrative:
The device did not return for analysis, however the reported allegation of thrombus is confirmed based on the media provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter, and premarket / 510(k) # (g4), in section g - manufacturing site.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. A 7000 units of heparin were administrated to the patient before transeptal puncture (tsp). The physician performed tsp and once across the left atrium (la), the activated clotting time (act) was 109 then it was rechecked and it was 166. The physician asked for 5000 units more to be administrated. A non-mobile thrombus was noted at the end of the watchman sheath via transesophageal echocardiography (tee) images when the pigtail catheter was about to be inserted. The physician aspirated the thrombus back into the sheath, and the sheath was removed and cleared of clot. The physician waited until the act was 387 before reinserting the sheath and completing the procedure without any further complications. The patient did not experience any harm or neurological deficits. The physician states that the patient did not have any known pre-existing clotting disorders or medical conditions that would cause the thrombus and feels this may have been possibly from a 'bad batch' of heparin from the first vial. The patient is fully recovered. The device is not expected to be returned for analysis.

Event description:
It was reported that thrombosis occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. A 7000 units of heparin were administrated to the patient before transeptal puncture (tsp). The physician performed tsp and once across the left atrium (la), the activated clotting time (act) was 109 then it was rechecked and it was 166. The physician asked for 5000 units more to be administrated. A non-mobile thrombus was noted at the end of the watchman sheath via transesophageal echocardiography (tee) images when the pigtail catheter was about to be inserted. The physician aspirated the thrombus back into the sheath, and the sheath was removed and cleared of clot. The physician waited until the act was 387 before reinserting the sheath and completing the procedure without any further complications. The patient did not experience any harm or neurological deficits. The physician states that the patient did not have any known pre-existing clotting disorders or medical conditions that would cause the thrombus and feels this may have been possibly from a 'bad batch' of heparin from the first vial. The patient is fully recovered. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.